Manufacturer narrative:
Literature citation: ryan p. Mulligan md et al. Safety of outpatient total ankle arthroplasty vs traditional inpatient admission or overnight observation. Foot & ankle international. 2017. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported in by mulligan et al in an article titled "safety of outpatient total ankle arthroplasty vs traditional inpatient admission or overnight observation" that in a study of 81 patients 3 had complications.